Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided once available. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, the most likely cause was also not established. A root cause for the lens stain could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a separate issue. During testing the service technician identified the device had foreign objects in the server plug-in (z-block) and discoloration inside of the light guide lens. There was no patient involvement.